Event description:
Technician was compounding docetaxel with a 5ml equashield syringe, when the drug went behind the chamber and the needle erupted through the top of the adaptor. Employee was not injured.